Event description:
In 2004, a pt was treated one time with compound w freeze off for a wart on their toe. Ten hours after treatment the pt was in serious pain, foot was red and swollen. Pt was seen by doctor (date unknown), prescribed salvadinen sp cream & pain medication. Dermatologist was consulted in 2003. Scraped the area and redressed it, prescribed antibotic.